Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "double beep no cassette". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that the event occurred during testing along with event date. Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no damage observed on the pump. Event log history was attempted but was unable to download the log. During analysis, the customer's reported problem regarding "double beep -no cassette attached" was able to be duplicated. Simulated use testing was able to replicate the error without a disposable attached. The pump did alarm with a double beep upon power up without a disposable attached. Service will replace the downstream occlusion (dso) to address the issue. Pump was opened and found the dose port broken. Service will replace the dose port. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.